Manufacturer narrative:
Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 08-may-2011, UDI#: (B)(4), implanted: (B)(6) 2009 explanted: (B)(6) 2020 product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving baclofen at an unknown concentration and dosage via an implantable pump. On (B)(6) 2020, it was reported that the patient experienced an infection and dehiscence of the right abdominal pocket. The wound was opening and the pump was exposed. The pump and catheter were removed on (B)(6) 2020 and disposed of by the hcp. It was noted that the patient was being weaned off their pump medication in preparation for a device removal but it was confirmed that the explanted devices would not be replaced in the future. The issue was considered resolved at the time of the report. The patient's status at the time of the event was "alive-no injury".